Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim sales rep said in a supply chain call that customer has tested on site and 1 out of 3 sets were leakage at y-site.

Manufacturer narrative:
The customer reported an influx of air into sets, and returned 25 unopened, representative samples of material: 2420-0007, lot: 25017265. Upon initial visual examination, the sets had no defects or abnormalities. All 25 tubing sets were infused with water by gravity, the y-sites were manipulated and checked for deformities, or anything that could cause a leak, but no issues were found. Without any replicated failures, the root cause for the issue could not be determined. It is possible the issue is occurring with slow or lower flow rates, as opposed to higher infusion rates. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.